Manufacturer narrative:
If explanted; give date: not applicable as lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it is still implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that a dcb00 intraocular lens (iol) had a scratch on the top corner of the optic. The lens is still implanted and the patient is doing fine. No further action was taken.